Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) year old female patient admitted for post operation complaint of pain due to partial kidney removal that occurred on (B)(6) 2016. There was no additional patient information at the time of this report. The patient was given a transvaginal ultrasound, which confirmed the patient was not pregnant. The customer states that return product is available for investigation. Date: (B)(6) 2016, time: 16:00, I-stat : 56.4, lab: <1. Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/22/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na